Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account reported that the alarms were due to hypovolemia in the setting of volume depletion and anemia. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2025. Intermittent low flow hazard alarms were captured from (B)(6) 2025, which were associated with elevated puisatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Incidental finding: a pump reset was captured in the lvad event log file between (B)(6) 2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the anemia was a gastrointestinal (gi) bleed. This was confirmed by a capsule study. On a tagged red blood cell (rbc) scan on (B)(6) 2025 a distal small bowel bleed was present. An enteroscopy on (B)(6) 2025 showed a small non-bleeding jejunal arteriovenous malformation (avm) after ablation. A colonoscopy on (B)(6) 2025 showed extended mesenteric excision (eme) through the colon with no active bleeding appreciated. There was lleum without heme. On (B)(6) 2025 a capsule endoscopy was done and there was active bleeding from 01:44:27 on. An enteroscopy on (B)(6) 2025 showed no bleeding. A computed tomography angiography (cta) on (B)(6) 2025 showed no active gi bleed. The patient has had 9 units of packed red blood cells (prbc) since admission. It was unsure if bleeding was resolved. The patient was transferred to a different hospital for double balloon endoscopy.

Event description:
It was reported that the patient had low flow events. The patient was also noted to have intermittent high pulsatility index (pi). The log files were reviewed and captured low flow alarms events on (B)(6) 2025 and (B)(6) 2025. There were also momentary low flow events recorded. There did not appear to be any device issues causing these events and appeared to be patient related. The cause of the low flows was determined to be hypovolemia in the setting of volume depletion and anemia. The low flows resolved with encouraged hydration. There were no patient symptoms at the time of the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.